Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited high out of range impedance. Programming changes were discussed and no intervention was performed. The patient was stable during the device interrogation.